Manufacturer narrative:
Initial and final MDR 1918099- MDR 3003442380-2024- 15296- device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in canada event occurred on (B)(6)2024 and (B)(6)-2024, it was reported that patient faced two event of infusion set fell off during use. The infusion set had been in use for less than a day of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.